Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred at the start of a procedure and the planned (non-emergency) procedure was aborted and rescheduled. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and troubleshooting found that the x-ray tube not adapted and displaying user messages of failed fluoroscopy. The cause of the issue could be the failure of the x-segment controller (xsc) of the generator. To resolve the reported issue, the fse replaced the xsc generator controller, reloaded the software and calibrated. After which, the system was returned to use in good working order.

Event description:
It was reported to philips that the allura system did not produce x-rays. The device was in clinical use at the time of the reported event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the generator xsc certeray controller which resolved the issue. The device was returned to use in good working order.